Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the screen on the video system center had static sporadically when the camera head is plugged in. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h4, h6. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The customer's reportable malfunction was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during several different diagnostic laparoscopic cases. The failure happened at different times in each case. It was very random. The customer tried several different cameras and scopes within cases to troubleshoot the issue. There was a delay due to the time it took to change out cameras and scopes. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this issue.